Event description:
It was reported via clinic notes received that the patient was recently diagnosed with sleep apnea and was started on bipap machine. The relationship of the sleep apnea to vns has not been provided. Attempts for further information have been unsuccessful to date.

Event description:
Additional information was received as clinic notes dated (B)(6) 2012, indicating the patient is still sleeping poorly and is not using a CPAP secondary to financial issues. The physician's notes emphasized the need for the patient to use a CPAP.